Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's wife called to report that the customer had an infusion site infection. He was admitted to the hospital after the infection was found to reach deep tissue. The tissue had to be surgically removed. He was put on antibiotics and a nurse comes by to check up on him.